Event description:
Device explanted due to going into backup mode post implant and attempts to reinitialize were unsuccessful. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. Upon initial interrogation a message was triggered, thus confirming the observation. Inspection of the devices memory contents showed that the device documented many consecutive resets. The root cause of these resets could not be established. However, it is plausible to assume that the device was subjected to temperatures colder than the specified minimum of -10c (14f) during storage or transport. Exposure to temperatures outside this range has been shown to result in this type of malfunction.